Event description:
On 13-aug-2024 palette life sciences received a notification from the {distributor} on behalf of a [physician] from germany "asymptomatic multiple, bilateral, up to 11 mm large calcifications dorsal to the ureterostia - 23 years later (after receiving deflux)".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
On 13-aug-2024 palette life sciences received a notification from the [distributor] on behalf of a [physician] from germany "asymptomatic multiple, bilateral, up to 11 mm large calcifications dorsal to the ureterostia - 23 years later (after receiving deflux)". Additional information received on 02-sep-2024 from the [physician] indicated that patient received a bilateral deflux-injection on (B)(6) 2010. Retrospectic a hyperechogenic ultrasound finding have evaluated on aug-2010 by the paediatric physician. The [physician] met the patient on mar-2024 for a urological control without any complaints and with absence of hydronephrosis and absence of haematuria.